Event description:
At 9 pm on (B)(6) 2010, the pt placed and activated a new device; two hours later, her blood glucose measured 87 mg/dl. By the next morning at 9 am, her blood glucose was 345 mg/dl, so a 2.55 unit insulin bolus was administered, by 2:42 pm, it has risen to 400 mg/dl. She bolused an additional 3.55 units of insulin, but began to get sick and was not able to eat or drink. After speaking with her doctor, she went to the hospital, arriving at 5 pm with blood glucose of 545 mg/dl. They started an IV drip for fluids and insulin. Her blood glucose began decreasing as soon as the IV was started; the omnipod was removed at 7 pm. Customer stayed at hospital for three days. On last day of stay at hospital customer activated a new omnipod, her blood glucose remained in normal range 80-120 and she was sent home.

Manufacturer narrative:
The returned product was evaluated and found to be functioning as intended. No malfunction, manufacturing defect or other product condition that could have caused or contributed to the pt's high blood glucose was detected. The omnipod user guide recommends frequent blood glucose monitoring to detect issues early and allow early treatment. In particular, it recommends checking blood glucose again two hours after a correction bolus for a high blood glucose result is administered, taking a second bolus by manual injection if the result is still high at that time, and removing and replacing the device after an additional two hours if blood glucose remains elevated.